Manufacturer narrative:
(B)(4). Baxter medical assessment: vascu-guard is provided sterile for surgical implantation. Nevertheless, even if the implant would have been non-contaminated until its surgical handling and application, due to the known characteristic of any implantable collagen (lot and product independent) to potentially augment the infectious response to contamination, we cannot rule out that the product may have contributed tot he reported infectious complication. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and it was determined that all released product met all specifications and requirements. No trend was identified. Per synovis, with no sample and no additional information available from the complainant, further investigation cannot be performed. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Event description:
Patient initials: mal; age: (B)(6).; gender: female; weight: approx. (B)(6). Implant date: (B)(6) 2013. Date of infection detected: (B)(6) 2013. It was reported to baxter (B)(4) that a patient underwent an endartectomy surgery on (B)(6) 2013 and developed an infection in the right groin four (4) days after surgery in which vascu-guard was used. The customer stated that on (B)(6) 2013, the patient had the same surgical operation (endartectomy) on his left leg without any complications in which a different lot of vascu-guard was used. Immediate post-op patient condition: no complications; good vascular clinical recovery. Neither local nor general complications. Patient's current status: after more than 15 days in the hospital, the patient presents an apparent clinical recovery and an improvement is seen in the local cutaneous fistula caused by the inguinal infection. No additional information provided.